Manufacturer narrative:
(B)(4). Date sent 2/27/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/11/2026. D4 batch #561d32. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with two gst60b reloads present. The reload (b) was received fully fired and with damage on reload deck. The reload (c) was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife were not returned for analysis. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 561d32, and no non-conformances were identified.

Event description:
It was during a lap gastric bypass procedure, the first stapling worked correctly, cutting properly and producing a correct staple line. For the second stapling, gore-branded reinforcement was used, and as the blade advanced, a strange "clack" noise was heard. The blade could be heard moving to the end and then retracting. Upon opening, it was observed that the staples had not formed correctly, with some remaining open. A third firing was performed without reinforcement, but it did nothing. The blade could be heard, but apparently, it wasn't cutting, yet the staples came out, all malformed. Finally, it was decided to change the stapling gun and oversuture the reservoir with manual sutures. The subsequent firings to complete the procedure were successful, with a correct staple line. Outside the field, the faulty endostapler was tested with new staple loads. It was clearly seen that it was not cutting, and all the staples came out malformed, failing to close properly in a "b" shape. Furthermore, as the jaws advanced to fire, the staples were ejected and did not lock into place. They sutured the staple line of reservoir and the stomach that had been cut with manual suture and open a new endocutter to complete the procedure with a delay of 30 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026 b3: only event year known: 2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number a98335 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.